Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the prongs on the CPAP were noticed to be malformed. The prongs were discovered by the respiratory staff during use in the nicu dept. No pt injury reported.